Event description:
It was reported that the ilet sleep/wake button was unresponsive despite cleaning, removing the case, and attempting prolonged presses, and a replacement device was arranged; during the event the user experienced hyperglycemia with glucose over 200 for about one hour while using a dexcom g7, without backup therapy or medical intervention. Symptoms included hyperglycemia and anxiety. Outcomes included appropriate term not available for impact characterization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device was confirmed and revealed an electrical problem associated with an unresponsive key or button, with the affected device component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."